Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-10323, 2134265-2016-10322 and 2134265-2016-10124. It was reported that stuck in stent and patient death occurred. The 99% stenosed target lesion was located on severely calcified distal right coronary artery. During the procedure, three opticross¿ imaging catheters and a 2.25x16 synergy¿ ous mr stent were selected for use. After pre dilatation, the physician delivered the first opticross¿ imaging catheter however, the device encountered difficulty advancing. The physician tried to push and pull the imaging catheter but the same issue occurred. Thus, image lost occurred. Furthermore, it was noticed that the device was stuck in the non-bsc stent. The physician cut the imaging catheter and used a guidezilla guide extension catheter to remove the opticross¿ imaging catheter from being stuck. Then the second opticross¿ imaging catheter was inserted but lost image occurred again. It was further noted that the device was stuck in the non-bsc stent. The physician cut the imaging catheter and used a guidezilla guide extension catheter to remove the second opticross¿ imaging catheter from being stuck. A third opticross¿ imaging catheter was then the selected to visualize the 90% stenosed proximal left anterior descending artery (lad) and chronic totally occluded (cto) middle left anterior descending artery (lad). The physician performed re-flushing in the cto of the middle lad, then performed suctioning. A 2.25x16 synergy stent was then deployed in distal part of middle lad, the followed by the placement of the 2.75×38 non-bsc stent in the proximal part of proximal lad. After stenting, the physician conducted intravascular ultrasound (ivus) with the third opticross¿ imaging catheter, but the guidewire the exit port was caught in the middle of the implanted 2.75×38 non-bsc stent and became stuck. Furthermore, the opticross¿ imaging catheter did not move at all despite pushing the device. The physician opted to cut the imaging catheter then used guidezilla guide extension catheter. The opticross¿ imaging catheter was then pushed and successfully bailed out the device from being stuck. After that, post balloon dilatation was performed and no issues were confirmed during ivus and the procedure was completed. However, the patient passed away.